Manufacturer narrative:
During review of the process, process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
Materials#: 305916 batch#: 2116736. It was reported by the customer that the needle seemed to be blocked and did not allow vaccine to be pushed through. Verbatim: rcc received a complaint via email. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2024. Site name/location: (B)(6). Level of harm: minimal harm. Ahs optional report to cmdsnet (health canada): incident details: vaccine popped out as writer was trying to push syringe, no vaccine went in client's leg. Impact of incident: no issues, needle went in and babe did not cry at all as no medicine was given. The needle seemed to be blocked and did not allow vaccine to be pushed through. Who was affected? Patient. Device information: device name/description: syringe 3ml with attached safety glide needle 25 gauge x 1 inch manufacturer: becton dickinson canada inc. Manufacturer code/model: unknown ¿ we are unsure of the product code, are you able to determine this using the reported lot number below? Serial or lot number: (B)(6). Was the device retained? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "the needle seemed to be blocked and did not allow vaccine to be pushed through." Ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2024 site name/location: (B)(6) level of harm: minimal harm ahs optional report to cmdsnet (health canada): incident details: vaccine popped out as writer was trying to push syringe, no vaccine went in client's leg. Impact of incident: no issues, needle went in and babe did not cry at all as no medicine was given. The needle seemed to be blocked and did not allow vaccine to be pushed through. Who was affected? Patient device information device name/description: syringe 3ml with attached safety glide needle 25 gauge x 1 inch manufacturer: becton dickinson canada inc manufacturer code/model: unknown ¿ we are unsure of the product code, are you able to determine this using the reported lot number below? Serial or lot number: 2116736 was the device retained? No.